Event description:
The customer reported that the transmitter's ECG waves were not displaying at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the zm transmitter's ECG waves were not displaying at the central nurse's station (cns). The customer confirmed they tested this transmitter with a simulator and new leads, and only the waves showed as intended. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) performed troubleshooting steps and had the customer swap the leads and attempt monitoring the device on a simulator, with no resolution. Nk ts initiated an exchange for the zm transmitter. With the available information, a root cause cannot be determined. Possible causes: not seeing data from a lead or receiving a check electrodes error message are due to incorrect settings, poor lead connections, lead wires coming off, lead misplacement, lead damage, or user error. Fuzzy or inaccurate waveforms (e.g., sawtooth patterns, square waves) and wave artifacts (signal noise, lead placement, lead connection, network interference) may be caused by faulty lead placement or faulty leads. If the leads are not seated properly to the transmitter, readings will not appear properly. Users should ensure that all cable connections are secure before monitoring a patient.

Manufacturer narrative:
The customer reported that one of their transmitters ECG waves are not showing up on the central nurse's station (cns). The customer confirmed that they tested this transmitter with a simulator and new leads, and that this time the waves showed as intended. No harm or injury was reported. The customer will be sending the failed transmitter in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following transmitter was used in conjunction with the cns, and it is the device that experienced failure: transmitter: model: zm-520pa, s/n: (B)(4), approximate age of the device: 52 months, device manufacturer date: 11/09/2015, unique identifier (UDI) #: (B)(4). The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date.

Event description:
The customer reported that one of their transmitters ECG waves are not showing up on the central nurse's station (cns).